Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 163786: 73 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved. Batch review performed on (B)(6) 2022 reverse shoulder system 04.01.0007 std humeral diaphysis - cementless - 12 (k170452) lot 164509: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision 5 years and 4 months after the primary rsa in a 75 year old patient due to the dissociation of the metaphysis from the diaphysis. From the radiographic image taken after the primary a gap between the metaphysis and the diaphysis is visible. This likely happens when the metaphysis not fully seated in the keyhole diaphysis. From the pre revision images the disengagement of the two components is visible, in fact the reverse metaphysis screw and the central peg of the reverse metaphysis were found broken at the explant. The gap between the two components represents an enlargement of the lever arm acting to bend the fixation screw which cannot count on the help of the two mating flat surfaces and is therefore subject to increased stresses. There is no reason to suspect a malfunctioning device. Visual inspection performed by medacta r&d shoulder project manager: the central peg and the central screw are confirmed to be broken. The root cause is identified in the improper seating of the reverse metaphysis and the humeral diaphysis during the primary surgery. No action is suggested.

Event description:
About 5 years and 4 months after the primary surgery, revision surgery has been performed due to dissociation of the metaphysis from the diaphysis. A gap between the two components was visible from the xrays post-primary. The surgeon implanted a new metaphysis (flat / 0mm) and a new liner (39 +6mm). The screw and the connection of the metaphysis implant were broken.